Event description:
It was reported that the device was used during an unknown procedure. The device would not open after firing. Unknown how the device was removed from the tissue. Unknown how the case was completed. Unknown if there was an adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Damaged spring cartridge lockout tab, incomplete-interrupted cycle. The following information was requested, but unavailable: at what location on the tissue? On which firing(s) did this event occur (1st, 2nd, 8th, etc.)? What color cartridge was being used? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? If yes, how was the device removed? Was there tissue damage? If yes, how was the damage repaired? Is there any other additional information you would like to share about this device or procedure? What were the patient¿s pre-existing conditions? Does the patient have any relevant history of surgical treatments? How long has the surgeon been using this device for this procedure (in years)? Was there a recent conversion to ees devices in this account or with this surgeon? The analysis showed that the device was received in good visual condition and with a cartridge loaded in the device. The reload was received partially fired and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.